Event description:
Patient called lfs alleging that the meter was prompting "clean test area" message. No symptoms were reported. No adverse event or serious injury occurred due to the reported issue. No medical care was reported. It is unknown if the patient had a back up meter. It is unknown when the meter started having the issue. The meter may have had a dirty test area, the test strip may have been inserted too early in the test process, or shadows created over the test area by a hand or another object. Due to the unresolved issue after troubleshooting, the customer service representative replaced the meter.